Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Cystoscopy found that the cuff was not fully coapting. A revision procedure was performed and a hole was identified in the cuff. The cuff was explanted and replaced. No further patient complications were reported.